Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot but there has been another event for this sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting

Event description:
Patient presented with an infected right knee so doctor removed implants and proceeded to antibiotic spacer.

Event description:
Patient presented with an infected right knee so doctor removed implants and proceeded to antibiotic spacer.

Manufacturer narrative:
Additional devices listed in this report: cat # 5521-b-700, lot # jfwe, description: tri ts baseplate size 7. Unknown size 8 right ps triathlon femur. Unknown asymmetric x3 38mm patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Patient retained devices.